Manufacturer narrative:
B3: event date unknown. Device evaluation: one device was received. A visual inspection found a damaged battery compartment. A review of the event log found instances of "loss of power while running." During the functional testing, it was found that the device had a motor error in mu mode. The cause of the issue was found to be the motor error. The motor was replaced and the odo was set to zero. Service history identified that no previous repair has been noted in the last 12 months.

Event description:
It was reported that the pump freezes to black screen when starting/running/priming. Patient involvement is unknown.